Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing severe pain and discomfort in the area of the device and has developed swelling and necrosis. It is further alleged that the hip will need to be revised. Additional info as per sales rep (B)(6) 2014: it was reported that there was a revision of a left bipolar to a total hip due to acetabular wear. A rejuvenate stem was left implanted. Intraoperatively there were no signs of corrosion.

Manufacturer narrative:
An event regarding pain involving a unitrax endo head was reported. The event was not confirmed. Conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing severe pain and discomfort in the area of the device and has developed swelling and necrosis. It is further alleged that the hip will need to be revised. Additional info as per sales rep 4/1/14: it was reported that there was a revision of a left bipolar to a total hip due to acetabular wear. A rejuvenate stem was left implanted. Intraoperatively there were no signs of corrosion.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.